Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft separation occurred. The target lesion was located in the right coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the device became stuck inside a non bsc guide catheter. Upon extraction, the extension tube on the end of the device was separated from the catheter. No patient complications were reported and the patients status was ok.